Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose (bg) level of 601 mg/dl with ketones of an unspecified size on (B)(6) 2025. Cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was released on (B)(6) 2025 with the issue resolved and no permanent damage.